Event description:
It was reported that during a ptca procedure, the wire tip separated as the physician was attempting to remove the guide wire through a previously placed stent. The tip remains in the pt.